Event description:
On tape measure included in insertion tray, nurse noted that the 19cm mark was omitted. Since this is used sometimes to measure upper arm circumference, this may result in unnecessary removal of a pic. (Increase in upper arm circumference may indicate infiltration)